Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 482 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. It was unknown what caused the customer¿s blood glucose to rise, but the caller mentioned that they sometimes over treat low blood glucose levels which may have caused the issue. The customer was assisted with a high-pressure test but experienced a no delivery alarm form their insulin pump. The customer was advised to change their sets to resolve the issue. The customer was advised to consult their healthcare provider about what may have caused their blood glucose to rise. The product was not returned for analysis.